Event description:
It was reported that during a procedure in the non-tortuous, mid left anterior descending coronary artery the nc trek would not advance. Fluoroscopy verified that the nc trek did not exit the guide catheter. The physician reported that the non-abbott rotating hemostatic valve (rhv) felt "funny" but there was no resistance with the guide catheter. Resistance was with the rhv. After the guide catheter and nc trek were removed together, it was noted that the nc trek shaft broke inside the guide catheter. The point of separation on the nc trek was outside the anatomy. The nc trek, guide catheter, and hemostatic valve were replaced to complete the intervention. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation, the reported shaft separation was confirmed, but the reported difficulty with the rhv was unable to be confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A query of the electronic complaint handling database revealed no other incidents for shaft separation or difficult to insert for this lot. Based on the information reviewed, there is no indication of a product deficiency.